Manufacturer narrative:
E1 - initial reporter city: (B)(6).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the calcified left circumflex. A 6mmx2.50mm wolverine cutting coronary balloon was selected for use. During the procedure, the device ruptured upon third inflation at 10 atmospheres. The procedure was completed with another of the same device. No complications were reported.